Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the guidewire failed to advance into the newly implanted left ventricular (lv) lead. The left ventricular lead was not installed and the procedure was completed using an alternate left ventricular lead on (B)(6) 2023. The patient's condition was stable.

Manufacturer narrative:
Correction: section h6: the component code should be "coating material" instead of "coil".

Manufacturer narrative:
The reported event of guidewire failed to advance into the left ventricular (lv) lead was confirmed. As received, a complete lead measuring 86.2 cm was returned for analysis. Visual analysis noted that the inner coil was offset / bunched up in the middle region of the lead. The outer insulation was found cut/damaged and ptfe coating was noted in several locations of the lead. The cause of the reported event was due to the damage found to the inner coil of the lead which consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.